Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of cartridge detection. Loss of cartridge detection could not be duplicated during eval.

Event description:
The pt reported that the pump did not detect the cartridge during the load cartridge phase.